Event description:
It was reported that during a laparoscopic sigma procedure, the instrument would not staple in the front area. There was an incomplete staple line. Also, the instrument made unusual noises during the first cutting. There was no pt consequence. The case was completed with a like device.